Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: dislodged stent compressed in unintended site. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified lesion in the mid rca. After pre-dilatation, the first 2.5x12mm xience stent delivery system (sds) was advanced, but would not cross, and upon removal the stent dislodged. Another 2.5x12mm xience was advanced and deployed embedding the dislodged stent against the vessel wall. A 2.0x15mm vision stent was deployed successfully treat the lesion. There were no pt effects reported. A cine of the procedure was returned for review. No additional event or pt info is available at this time.

Manufacturer narrative:
Results code - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was dislodged and not returned. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There were no kinks or damage noted to the tip or the inner member. There was no damage noted to the sds. The tip seal was measured and met manufacturing criteria. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.